Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was used within the common bile duct of a patient with chronic pancreatitis on (B)(6), 2010. According to the complainant, the patient had a non malignant stenosis that needed to be dilated. The anatomy was not tortuous. It was reported that the patient's anatomy was previously dilated with four plastic stents that occluded, were removed and replaced. Four weeks later the plastic stents occluded again. During the procedure on (B)(6), 2010, deployment was started; however the stent was not positioned correctly, so stent reconstrainment was attempted. The physician felt a "snap", and it was not possible to fully reconstrain or deploy the stent. The partially deployed stent was removed from the patient without issue. The procedure was completed with a10 x 60mm wallflex biliary rx covered stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be "good-stable".

Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed by 10 mm. The catheter was kinked at the guidewire access port. The outer sheath was accordioned at the proximal end of the mounted stent. During analysis, despite several attempts, it was not possible to retract the outer sheath by hand or to reconstrain the stent. No issues were noted with the profile of the deployed stent or the inner lumen. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review identified that this device was not used per the directions for use (dfu) / product label. The dfu / product label states "the wallflex biliary rx fully covered stent system is indicated for use in the palliative treatment of biliary strictures produced by malignant neoplasms. The wallflex biliary rx fully covered stent system is contraindicated for placement in biliary strictures caused by benign tumors, as the long-term effects of the stent in the bile duct is unknown." However, the complaint states that the device was used to treat a non malignant stenosis as a result of chronic pancreatitis that needed to be dilated. The most probable root cause is use/user error.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was used within the common bile duct of a patient with chronic pancreatitis on (B)(6), 2010. According to the complainant, the patient had a non malignant stenosis that needed to be dilated. The anatomy was not tortuous. It was reported that the patient¿s anatomy was previously dilated with four plastic stents that occluded, were removed and replaced. Four weeks later the plastic stents occluded again. During the procedure on (B)(6), 2010, deployment was started; however the stent was not positioned correctly, so stent reconstrainment was attempted. The physician felt a "snap", and it was not possible to fully reconstrain or deploy the stent. The partially deployed stent was removed from the patient without issue. The procedure was completed with a10 x 60mm wallflex biliary rx covered stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be "good-stable".

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.